Event description:
The customer reported to customer service that the power supply for her pump does not power her pump. It sparked and caused the outside of the plug to melt. The pump works fine with the battery pack. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Though multiple attempts were made to f/u with the customer to get add'l complaint info and to get the power supply back, they were unsuccessful. As of the date of this report, the power supply has not been received. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a supplemental report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.